Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of provided data, dated 18 and 19 may 2026, after the electrocautery surgery, revealed: some patient data (most probably in patient tab) are corrupted. Those corrupted data prevent correct functioning of the programmer software. In consequence, the settings of the ICD cannot be modified. Pacing function and therapies are not compromised. Tests functions are still accessible. On 21 may 2026, the nominal mode settings were activated. Some values were re-initialized, but it didn¿t solve the issue. The interrogation of the ICD with a previous programmer software version was performed successfully. Patient data could be re-initialized by the user via the programmer, which solved the issue. Parameters could also be re-programmed. Then, a new interrogation of the ICD with the current programmer was correctly performed. Based on available data, the root cause of the data corruption could not be determined with certainty; the most likely hypothesis is the data corruption occurred during the electrocautery procedure. This data corruption caused an internal error in programmer software prevented it from accessing some parameters. The manual warns about the use of electrocautery. Based on available data, no issue is suspected on the subject ICD. This case is retained for trending purposes.

Event description:
Reportedly, patient underwent surgery in the area of the device, electrocautery was used. Device was switched off with a magnet. After surgery the device was interrogated. The center has no previous data about the patient concerning ICD. The ICD shows orange parameter fields (as if changed but not programmed upon interrogation). Patient name is missing. Atp off, shocks off. Tachy zones not programmed (only one at 190bpm). Pacing mode was ddd (but yellow) despite this being a vr device. Patient is currently monitored and the implanting center is contacted for previous programming. The device was re-interrogated with the same result. Lead could be tested with good results. Some data was available in aida. No message / pop up upon interrogation. Is this a known issue? Could you provide preliminary feedback?